Event description:
It was reported to philips that the device paddles were not functioning. There was no report of patient involvement. The customer called and spoke with a philips representative. The reported issue was confirmed and it was determined that the paddles needed to be replaced to return the device to working condition. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles. The paddles were ordered and replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.